Event description:
Inbound. Patient reported cadd legacy pump beeping no disposable after treprostinil had been infusing for 20 hours. Reported damage to the display screen and unable to read clearly. The serial number (B)(4). Treprostinil infusing with new cassette and pump. No lot number. Patient is also on opsumit. Replacement pump sent. No further details provided.